Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. This model number is not approved for distribution in the u.s., however, it is similar to a device marketed in the u.s. (B)(4).

Event description:
It was reported that the device had a measuring difference when conducting sensing and threshold tests. A guided reset was performed on the device. The device remains in use. No patient complications have been reported as a result of this event.